Event description:
An attorney alleged a fire occurred in the home of an end-user on (B)(6) 2013 where an unknown power chair was involved. Reportedly, one person died and one person injured.

Manufacturer narrative:
Additional information has been obtained from the fire investigation report. On or about 1:37 pm on (B)(6) 2013, the fire department was dispatched to the home of the end user. Fire allegedly started in a back bedroom occupied by the end user. The daughter tried to get her mother out of the house when the mother fell, daughter passed out in the hallway from smoke. The user's unknown power chair was located in the middle of the floor of the back bedroom where it was kept when not in use. The chair had allegedly not been used in months, was always up against the wall. The power chair was plugged into the charger and charging. The charging system and or the batteries allegedly overheated and caught the plastic covering on fire then spread to the bed that was inches from the chair. The point of origin was the back of the power chair near the base of the frame. Invacare has retained an expert who is attempting to schedule destructive testing. Additional information will be reported when available.